Event description:
It was reported that the patient's implantable neurostimulator (ins) battery was moved from the right hip to the right abdomen about three weeks ago. The revision was due to increased tenderness at the pocket site. The patient noted that the old pocket site at the right hip continues to be very painful. Additional information was requested but was not available at the time of this report.

Event description:
Additional information was received. It was reported that the patient was scheduled for an explant due to "dominant abdominal stimulation." It was stated that the patient did not want another return to surgery. Two weeks later, high impedances and stimulation to the abdomen were reported as a follow-up to the original event. It was noted that only the extension was replaced. The patient's status stated that she recovered without sequela. No further information was available at the time of this report. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Product ID 3708160, serial# (B)(4), product type extension. Analysis of the extension, serial #(B)(4), found no anomaly.

Manufacturer narrative:
Product ID 3778-60, lot# serial# (B)(4), implanted: (B)(6) 2012, explanted: product type lead product ID 37754, lot# serial# (B)(4), implanted: explanted: product type recharger product ID 37744, lot# serial# (B)(4), implanted: explanted: product type programmer, patient product ID 3550-39, lot# n309388, serial# implanted: (B)(6) 2012, explanted: (B)(6) 2012, product type anchor product ID 3550-29, lot# n323755, serial# implanted: (B)(6) 2012, explanted: product type anchor. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.